Event description:
This lead was explanted due to high thresholds on (B)(6) 2014. This device was replaced with a competitive device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection showed severe explantation damages such as deformations of the fixation helix and cuttings in the insulation. Furthermore the distal part of the lead was found partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Based on the symptoms, it is reasonable to assume that these damages occurred due to tensile forces applied during the explantation procedure. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. There was no sign of a material or manufacturing problem.